Event description:
Later, healthcare professional reported "capsular contracture baker grade iii". Patient was diagnosed with "accolate".

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "intra and extracapsular rupture", "siliconomas" and "lymphadenopathy". This record is for the right side. Device was explanted and replaced with a non-abbvie device.